Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges driving on sidewalk and hit embankment and chair fell over on top of him.

Event description:
Alleges driving on sidewalk and hit embankment and chair fell over on top of him.

Manufacturer narrative:
The device was evaluated and repaired by the provider in the field. The provider replaced the headrest and the unit is working properly.